Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. Device received with fading serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 23 mmol/l which was treated with manual dose injection. Customer stated that insulin pump had insulin flow blocked alarm. Customer stated that insulin did exited. Customer was performed displacement test and it was pass. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.